Manufacturer narrative:
An investigation is anticipated. A follow up report will be filed when additional details become available.

Event description:
It was reported that the left monitor on the 9800 system had a shadow burned into the phosphor from the boot-up screen. Image has a square in the center. No report of patient injury.